Event description:
Pt seen for follow-up by surgeon on (B)(6) 2012, approx (B)(6) months post-op. It was observed that the implant was loose. It is believed that the implant came out sometime between (B)(6) 2012. Pt to have revision surgery in (B)(6) 2012. At that time a secondary implant will also be placed.

Manufacturer narrative:
Implant loss is unk to occur and considered in the rmr and communicated in the pt info.